Event description:
Customer reported meter results of hi, which on the advantage sys indicates result in excess of 600 mg/dl, and 64 mg/dl within 10 minutes on the advantage sys. Customer reported a result of 63 mg/dl 11 minutes later, felt symptoms of hypoglycemia, self treated. No adverse event reported. A request was made for the return of the sys, replacement was sent.